Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 60 mg/dl after being treated for the low, and 100 mg/dl at the time of the call. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The caller mentioned pump physical damage and had a motor arm cannot communicate with the main arm, hardware low level failures, as well as a critical block and inverse critical block did not add to zero alarms. The customer had 3 other low incidents requiring emergency medical assistance. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer visited the emergency medical service only once.